Manufacturer narrative:
The reported field event was confirmed in the laboratory. A longevity calculation was performed and the device longevity was found to be outside of normal limits. The device was tested on the bench and on the automated system. No high current measurements were found. The battery was returned to the vendor for further analysis. Analysis found an internal battery anomaly which resulted in the premature battery depletion. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a follow-up visit, the device showed an significant decrease in battery voltage. No therapy had been delivered since implant. A longevity estimation of the battery showed the device was at eri. The device was explanted.